Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there were pauses in pacing on this lead and sensing issues. Impedances and thresholds are good. It was determined the location of the tip of the lead is causing pacing pauses. The system was reprogrammed and the patient was sent home without issue.